Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a perforation requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to a grade of 1. One clip was additionally implanted on the tricuspid valve. Once the steerable guide catheter (sgc) was removed a small bi-directional shunt (atrial septal defect (asd)) was noted; no treatment was performed at that time. Later that day the patient became hypoxic and required intervention and the asd was closed. The patient has remained hospitalized following the intervention. On (B)(6) 2022 the patient died due to hemodynamic instability. In the physicians opinion, the sgc did not cause or contribute to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the perforation resulting in hypoxia appears to be related to procedural conditions, as the steerable guide catheter (sgc) was advanced through the septum in order to gain access to the left atrium. The reported unrelated death per the physician was not related to the device and was due to hemodynamic instability. Therefore, the reported unrelated death appears to be related to patient conditions. Perforation and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.